Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the system. A replacement charger 1 board and motor battery charger board were shipped to the site. After replacing the charger 1 board and motor battery charger board, the medtronic representative performed system checkout, all areas passed. System performed as intended. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The charger 1 board and motor battery charger board were returned to the manufacturer for analyses. Unable to confirm reported problem "one of the circuits is overcharging" on either returned part. Both devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while he was performing a planned maintenance, he discovered the charger 1 board and motor battery charger board were both out of specifications and needed to be replaced. There was no patient present when this issue was identified.